Event description:
Pt has used this product for seven yrs and is familiar with the care and maintenance of her rgp contact lenses. She inadvertently used the cleaner to wet her lens prior to insertion. She placed the cleaner directly on the contact lens and inserted it into her eye. She experienced immediate pain and began flushing her eye with water. Her eye continued to burn, sting and swell so she went to an eye care practitioner who diagnosed a corneal abrasion and iritis o.s. At a follow up visit two days later, the abrasion was healing and the iritis was still present. A follow up was scheduled for 6 mos for refraction. The ophthalmologist reported that no add'l follow up was required for this event. The consumer reports the condition cleared and she resumed lens wear.